Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of low battery. This event had the potential to interrupt delivery. It is unknown when this condition occurred. Patient involvement is unknown. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has received similar reports for the reported problem. A service history review revealed that during previous services, the batteries were replaced. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of low battery was not reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition to be depleted main batteries. The main batteries and battery harness were replaced in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.